Event description:
It was reported that the patient experienced a syncopal episode. The physician suspected an implantable pulse generator (ipg) malfunction, but after interrogation and review of the egm's it was determined the ipg was functioning normally and as programmed. The device exhibited normal sensing, thresholds and impedances. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).